Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/8/15. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a battery life issue was not duplicated during investigation. Black box shows evidence of partially discharged batteries being installed. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery cap "coin slot" damaged. Battery compartment intact. Pump case damaged due to clip insert being glued into "u" grove. Current draws within specifications.. Removed pump case. No evidence of moisture or loose components inside pump.